Event description:
The hcp reported the patient had a pump refill done on a friday with a change in drug concentration from 500mcg/ml to 2000mcg/ml. The hcp "thought they had updated the pump to do a bridge bolus." Over the weekend, the patient began to experience some overdose symptoms. The patient was seen and evaluated at the clinic. A follow up report will be sent when additional information is received.